Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the insulin pump alarmed motor error and motor position encoder error. The insulin pump was exposed to a MRI briefly. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. The insulin pump was unable to perform displacement test and confirm alarm due to motor error alarm. The insulin pump was received with cracked reservoir tube lip.